Manufacturer narrative:
Manufacturer received date corrected to 2017-sep-21 from 2017-sep-27. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that no revision occurred and the pocket was not moved yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative regarding the patient. It was reported that the revision has not yet taken place, but manufacturer representatives will be present when the revision occurs. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain and failed back surgery syndrome. It was reported that the patient had difficulty charging and the ins was moved from their back to their abdomen. The revision occurred in (B)(6) 2016. The patient stated that the revision occurred due to difficulty of them being able to reach the back area to charge as they are over (B)(6) and have a difficult time reaching behind them. No further complications were reported or anticipated. No symptoms were reported.